Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was seen in clinic for follow-up. During cyber security upgrade the wand slipped off the patient's implantable cardioverter defibrillator and the device went into backup vvi mode. The high voltage therapy was disabled during backup vvi operation. The patient could not tolerate ventricular pacing and patient became symptomatic with pacemaker syndrome, dizziness, lightheaded, and shortness of breath. Device restoration was performed successfully. Patient condition was stable.